Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was not returned for evaluation. The lot number was received, once a review of the device history record is completed a MDR supplemental will be filed.

Event description:
It was reported that during a mandibular resection procedure, the surgeon used the patient specific instrument plan/kit. The top of the left mandible resection guide was too tall and contacted the superior border of the mandible and soft tissue. The surgeon modified the disposable template using a sagittal saw. He then inserted a new blade on the sagittal saw, and completed the mandibular resection procedure. The was no adverse effect on patient and the procedure was extended by approximately 10 minutes. This complaint is on the left mandible resection guide.